Manufacturer narrative:
Combination product: yes.

Event description:
An abnormal impedance alert was received on (B)(6). The abnormal pacing impedance was confirmed based on the data. There was no noise or inappropriate activation. The lead was explanted on (B)(6).